Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that during the priming process, piston would not move up to meet the reservoir. Customer¿s blood glucose level was unknown. Customer also reported diminished battery life 2 weeks and battery errors with new batteries. Customer declined to report to medtronic 24 hour technical support department. The device will not be returned for analysis.